Manufacturer narrative:
It was reported that a 70-year-old male patient underwent an ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter and suffered cardiac tamponade requiring pericardiocentesis. The product evaluation was completed on 10/30/2018. Additionally, on 11/1/2018, additional information about the event were received. It was confirmed the patient was a 70-year-old male, weighing 60 kgs. It was reported the patient¿s outcome is improved. The physician commented that the cause of the tamponade might be related to the impedance rise while ablating the lpv roof and to patient¿s condition. No error messages were observed on any bwi equipment during the procedure. Product evaluation details: the device was visually inspected and it was found in good conditions. The magnetic sensor was tested on carto and the catheter was properly visualized and no errors were observed. The force sensor was tested and it was working properly; force values were observed within specifications. An electrical test was performed on the catheter and it was found within specifications. No electrical malfunction was observed. Additionally, the catheter was tested on the generator and the temperature and impedance values were observed within specifications. Then, irrigation and deflection test were performed and it was found within specifications, the catheter was irrigating and deflecting correctly. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The catheter passed all specifications. The root cause of the adverse event remains unknown. The IFU states that careful catheter manipulation must be performed to avoid cardiac damage, perforation or tamponade. Manufacturer¿s ref #: (B)(4).

Manufacturer narrative:
The bwi failure analysis lab received the device for evaluation on (B)(4) 2018. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. The device history record (DHR) for the lot number 30064248l has been reviewed and it was verified that the device was manufactured in accordance with documented specifications and procedures. Manufacturer's ref. No: (B)(4).

Event description:
It was reported that a patient underwent an ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter and suffered cardiac tamponade requiring pericardiocentesis. During ablation phase, while rf was conducted on the left pulmonary veins roof, the impedance soared from 110-170ohms, as a result the system cut-off the ablation for 8 seconds. The force was displayed between 10-20gr. The patient¿s blood pressure dropped, and cardiac tamponade was confirmed by fluoroscopy and echo. Pericardiocentesis was performed to remove 300ml of fluid from the pericardium. There¿s no information regarding extended hospitalization or patient¿s outcome. The physician commented that the cause of the tamponed might be related to the impedance rise while ablating the lpv roof. Multiple attempts have been made to gain clarification on this event with no response. Should any new information be obtained it will be assessed and processed accordingly.